Event description:
The device reportedly delivered inappropriate therapy as a result of noise believed to be caused by a damaged ventricular lead. As a result, the is-1 portion of the ventricular lead was capped with the defib portion remaining active.